Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high capture, high impedance and unspecified helix rotation. The lead was not used and replaced. The patient was in stable condition throughout the procedure.